Event description:
It was reported that the explanted valve was not functioning.

Manufacturer narrative:
(B) (4). The valve was patent and passed leak, siphon and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt. The conditions of the complaint could not be duplicated by lab personnel. A review of the mfg was not possible as no lot # was provided. All of our valves are 100% tested at the time of MFR.